Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient had expired while connected to the cycler. Additional information received from follow-up confirmed that the patient had a history of cardiac related issues, had multiple visits to a cardiologist, and the patient had been to a cardiac rehabilitation facility the day prior to the patient's date of death. The patient's pd nurse clarified that prior to the patient's death the patient had fallen down on the way to his bed and had approximately 355ml of residual fluid at the time. The cause of death has not yet been confirmed. The patient's medical records have been requested but have not yet been made available.